Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified that the bolt was sheared off the rear handle. Parts ordered for installation by customer. Repair completed and the system returned to service.

Event description:
It was reported that the rear handle on the transport ring of the 6800 system is moving. There was no report of patient injury.